Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse connected unit to ac power and found zero volts for twenty-four volt measurement. Fse confirmed internal connections were okay. Fse replaced the unit's power supply to resolve the reported issue. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit only operates on battery. The customer reported there was no patient involvement. Event date not specified, estimate used.